Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, when the doctor introduced the jagtome into the papilla, he noted that the tip of the jagtome was ripped and it lacerated the pt, making the papilla bleed. No intervention was required to treat the bleeding. The jagtome was removed and the procedure completed with another jagtome rx sphincterotome. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any add'l relevant info is received, a supplemental medwatch will be filed.